Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of pericardial effusion, tissue damage and hemorrhage, as listed in the eifu, mitraclip ntr/xtr system, are known possible complications associated with mitraclip procedures. The investigation determined the reported tissue damage appears to be related to procedural conditions. The bleeding was a result of the tissue damage. A conclusive cause for the pericardial effusion cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for pericardial effusion. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3 with a history of chronic obstructive pulmonary disease (copd). The patient was difficult to sedate due to copd, and was uneasy and not calm. While crossing the mitral valve, the patient wanted to rise and get up. At this point, the clip delivery system (cds) was quickly retracted into the left atrium and attempts were made to keep the patient down on the table. After intubation of the patient, a pericardial tamponade was noted, requiring a small thoracotomy. Therefore, the mitraclip procedure was aborted. Bleeding and tearing of the left atrial appendage (laa) was observed. The bleeding stopped and the defect was closed with stitches. The patient was sent to the intensive care unit (ICU). A second mitraclip procedure was done the next day, on (B)(6) 2020. One mitraclip ntr was implanted, reducing mr from 4 to 1. No additional information was provided.